Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that beginning on (B)(6) 2013, he developed a red rash under the adhesive patch. The patient reported that he contacted a diabetes educator that suggested cleaning the area with alcohol. He also reported that he observed an improvement. At the time of the call to dexcom technical support, the patient was in fine condition.